Event description:
It was reported that during the implant procedure the pulse generator exhibited a lead impedance measurement anomaly. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found a welding anomaly of the feed thru substrate which likely contributed to the reported impedance anomaly.